Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. The site indicates that the death is not related to the superdimension device or procedure. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension procedure on (B)(6) 2016. On (B)(6) 2016 the patient was admitted to the hospital for evaluation of a rul mass. The patient decided against any further work up or treatment for lung cancer and expired on (B)(6) 2016. The site reports that the death is due to disease progression and not related to the device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.